Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override. A technical support specialist (tss) confirm that the customer reported delays in communication with the es system. Upon investigation, high cpu usage was observed on the customer¿s sql database servers. Hospital information technology team (hit) identified the sentinel one agent as the root cause of the cpu spike. The customer temporarily disabled sentinel one and added additional cpu cores to their sql virtual machines to mitigate the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the stations were in critical override, stockout labels are delayed and orders are not crossed over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.